Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The patient was brought in for evaluation, but manipulation did not produce any out of range values. At this time, the patient is being monitored. The products remain in service. The lead is a competitor's product. No adverse patient effects were reported.